Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's competitive implantable device was explanted for normal battery depletion. This boston scientific right ventricular (rv) lead was surgically abandoned during the same procedure due to an unspecified performance issue. A replacement lead was implanted without further incident. No adverse patient effects were reported.